Manufacturer narrative:
The customer reported problem was confirmed . A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer receives device with message "not working". Syringe error 356.6710 in error log 8110 (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receives device with message "not working". Syringe error 356.6710 in error log 8110 (s/n (B)(4)). Explained the problematic fault associated with an illegal state of communication with the sensors. Customer states, they performed testing of preventive maintenance to device. They did not receive any errors during tasks. Customer operated device for period of time, with no problems found. I informed customer to monitor device, to identify if problem should re-occur. Customer to repair/replace the logic board if problem persists. Informed customer to call back, if further assistance is needed. End call. Ref:_00d30y0yr._5000l1sv3re:ref